Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer¿s blood glucose level was 260 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.